Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the harmonic ace instrument exhibited a recognition issue. The procedure was completed with no reported patient injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have a broken blade. A piece approximately .4690" x .1145" was found to be broken off. The broken piece was not returned. Components adjacent to this broken blade do not show damage. The instrument failed energy recognition. The instrument was connected to an in-house energy generator. The instrument failed the energy recognition test, instrument generated message " tighten assembly". The probable root cause is attributed to use conditions. Broken blades result from blade scratches and damage caused by contact with other instruments or hard metal objects (e.g., staples, clips, etc.) While the instrument is activated. These initial damages can worsen due to the ultrasonic vibrations of the harmonic ace blade, leading to blade failure. Blade damage may be detected by the generator with a solid tone or an error. This issue can be resolved by using an alternate instrument to complete the procedure.